Manufacturer narrative:
The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08680 inches. The pump history and trace files were successfully downloaded using thus. There were no pump error 130 alarms noted during testing. A review of the pump history file shows on (B)(6) 2023 there were three (3) pump error 130 (linenumber 531 file number 121) mfda alarms (14:09, 14:400, and 15:24) that occurred. The pump was cut open to perform a visual inspection. Moisture damage was found on the electronic assembly (pcba 1 and pcba 2), vibrate harness assembly, motor, and force sensor. Pump error 130 alarms are due to moisture damage on the hardware. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during the physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, stained serial number label, pillowing keypad overlay, cracked battery compartment, and cracked battery tube threads. Pump error 130 alarm is confirmed due to moisture damage on the hardware. Cosmetic damage on the battery compartment and battery tube threads is confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a pump error 130 alarm. The customer also found a crack along the battery side of the pump. No harm requiring medical intervention was reported. Troubleshooting was performed and found that the customer was able to clear the alarm successfully, the pump was able to complete the rewind process and the customer did a self-test on the pump and it got passed. The customer will discontinue using the pump and revert to a backup plan as per instructions. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). Currentl,y it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.